Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported, that the patient presented with slight oozing & dehiscence at incision area, due to infection. While in rehabilitation unit. The pocket was flushed with antibiotics. And the whole system was left in place. The patient was in stable condition.

Event description:
New information received noted that the whole system was explanted. The patient was in stable condition.